Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher one time. The last repair was (B)(6) 2013 where it was reported that the device was sent in for preventative maintenance and the roller, worn bushings, worn side plates, damaged comb, gears and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on october 10, 1995, and is over 20 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the handle was worn and needed to be replaced and the comb was out of shape. The pre-tests could not be done due to the condition of the comb and the detents were worn on the hinge lid and needed replaced. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the cap nut, bellville washers, comb, ball detent, shoulder bolt, and ratchet handle. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer (B)(4) it was noted that the handle was worn and needed to be replaced. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection by zimmer (B)(4) it was noted that the handle was worn and needed to be replaced. It was also noted that the comb was out of shape. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet was not operating correctly. No patient involvement. No adverse events have been reported as a result of the malfunction.